Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump was exposed to moisture and then received a critical pump error alarm. Customer's blood glucose reading was unknown. The device will be returned.

Manufacturer narrative:
Pump was received with blank display and constant tone due to moisture damage on the electronic assembly. Unable to verify critical pump error alarm or perform functional testings due to blank display. Unit was received with corroded battery tube.